Event description:
2 issues on the same day with the same product - baxter one-link non-dehp standard bore catheter extension set (7n8301): the non-bore catheter became disconnected from the patient causing blood to continually leak from under the dressing. Typically the bore is permanently connected to the extension set. (Device involved in incident was not retained.) IV antibiotics infusing. Family called to state that "there was something on the floor". On reassessment, IV extension tubing had broke - tubing disconnected from hub. (Device involved in incident was retained.) Notes: due to backorder 7n8301 was a sub product for 7n8391. The lot# stamp is not on the package involved in this incident.